Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1312003) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a pt underwent an interventional carotid procedure on (B)(6) 2013. Peri-procedure, the pt was anti-coagulated with 12,000 units of heparin and 50 units of protamine. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the balloon lost pressure before the first stop. The device was removed and since access was maintained a device from another MFR (starclose) was deployed successfully. The pt was ambulated and discharged to home the same day with no clinical sequela noted.